Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Hlth professional reported a pt with dysphagia. The lap-band sys was not removed due to the dysphagia but rather because the pt had a history of issues with following the diet as closely as needed and wanted to transition to a new bariatric product. Pt also mentioned reflux.